Manufacturer narrative:
Video analysis: one video received for analysis. The video depicts a valiant captivia delivery system held in gloved hands. The external slider is in the home position and the tapered tip is partially advanced. The tapered tip appears to move freely when pulled by hand. Image analysis conclusion: the reported incomplete retraction of the graft cover of the delivery system could not be confirmed based on the pre-implant imaging provided; therefore, the cause of the event cannot be determined. Procedural angiograms demonstrating device insertion, stent graft deployment, and removal of the delivery system were not available for review. Significant tortuosity and calcification were noted in both common iliac arteries, which could potentially contribute to the reported event; however, a direct relationship with the reported event cannot be confirmed based on the available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent graft was implanted during endovascular treatment of a thoracic dissection measuring 335 mm. It was reported that during the index procedure, after the graft was successfully deployed, incomplete retraction of the outer sheath of the delivery system was noticed after the delivery system was removed from the patient. The device was removed through the access site, and no resistance was felt during removal. The femoral artery was checked and no vessel injury was observed. It was also noted that the device was inspected prior to use and no issues were identified. Per the physician, the cause was undetermined. No patient complications were reported